Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event started sometime in (B)(6) 2019. Medical product: biomet spinalpak assembly catalog #: 1067716, serial #: (B)(4). Therapy date unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a supplemental medwatch 3500a will be submitted. Device not returned.

Event description:
It was reported that the patient developed a rash from the 72r electrodes. The patient stated that the skin under the electrodes was red, itchy, and had developed blisters. The patient used previously prescribed medication to treat the rash. The patient stated that her skin is now clear and the rash is gone. No additional patient consequences were reported.

Event description:
It was reported that the patient developed a rash from the 63b electrodes. The patient stated that the skin under the electrodes was red, itchy, and had developed blisters. The patient used previously prescribed medication to treat the rash. The patient stated that her skin is now clear and the rash is gone. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to zimmer biomet for evaluation as it was used by the patient. The reported event was unable to be confirmed due to limited information received from the customer. The device history record (DHR) was reviewed and no discrepancies were found. The root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. D11: medical product: biomet spinalpak assembly catalog#: 1067716, serial#: (B)(6). D11: therapy date unknown. The following sections were updated: b4: date of this report added. B7: relevant history added. G1-2: contact name and address updated. G4: date received by manufacturer added. G7: type of report. H2: follow up types. H3: device evaluated by manufacturer updated to no. H4: device manufacturer date added. H6: method code updated to 4114: device not returned. H6: method code updated to 3331: analysis of production records. H6: results code updated 3221: no findings available. H6: conclusions code updated 4315: cause not established. H10: additional narratives/data. The following sections were corrected: b5: event description updated. D1: brand name corrected. D4: catalog number corrected. D4: unique device identifier number corrected. D11: medical product serial number corrected h3 other text : the device was not returned.